Event description:
It was reported that during a follow-up, no capture was noted on the left ventricular (lv) lead. Possible lv lead dislodged from the original site, as compared in x-ray images. The lv lead was explanted and replaced. There were no adverse health consequences to the patient.